Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/66 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: analyzing the impact of preoperative interrogation of cardiac implantable electronic devices. Annals of cardiac anaesthesia. 2021; 24:447-51. Doi: 10.4103/aca.aca_32_20. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding the impact of preoperative interrogation of cardiovascular implantable electronic devices (cied). The article reports patients who experienced perioperative cardiac events (intra- and postoperative) such as uncontrolled intraoperative atrial fibrillation (af) with rapid ventricular response (rvr), symptomatic sinus bradycardia with multiple inappropriate device shocks, loss of biventricular capture, symptomatic atrial tachycardia, new onset left bundle branch block, symptomatic bigeminy, torsades des pointes, symptomatic sinus tachycardia, and symptomatic premature ventricular contractions (pvc); these occurred with elective and emergent procedures. There were also cied related delays in surgeries. Patients with perioperative cardiac events were admitted to the intensive care unit (ICU) for 24 hour observation and the devices were reassessed. The status/disposition of the devices and leads is unknown. No further patient complications have been reported as a result of this event. Further follow up did not yield any additional information.